Event description:
Nurses in the ed decided to test dermabond advanced on their unbroken skin on their arms before using it on a toddler. Three out of five employees developed intense burning shortly after application and superficial burns with lingering pain. Concern is the use of this product on open wounds of children (or adults for that matter) in the ER, that need to be closed with skin adhesive. The manufacturer was notified of incident and rep will come to check on product. The MFR's rep investigated the incident and in-serviced the staff on the proper use/application of the adhesive. The rep tested the product on staff and no burning sensation was felt when applied properly. The ed mds will also be in-serviced.